Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported lancet protruding from lancing device cap. No adverse event reported. Device not available for return.